Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm failed to activate with the freestyle libre 2 sensor. The customer subsequently lost consciousness, and when a third-party attempted to scan sensor, an error message appeared. The third-party obtained a capillary result of 35 mg/dl, and as customer began to re-gain consciousness, the third-party treated customer with juice, soda, and coffee with milk. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 (serial no) has been updated to unk as the previously submitted information was deemed invalid. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet the specification a tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product-related issues. Smartphone compatibility with the use of freestyle librelink and the lnx320- lg device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported the low glucose alarm failed to activate with the freestyle libre 2 sensor. The customer subsequently lost consciousness, and when a third-party attempted to scan sensor, an error message appeared. The third-party obtained a capillary result of 35 mg/dl, and as customer began to re-gain consciousness, the third-party treated customer with juice, soda, and coffee with milk. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 (serial no) has been updated based on returned product serial number. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Activated sensor with a known good reader and performed linearity test. High glucose results were successfully activated. No malfunction or product deficiency was identified. Smartphone compatibility with the use of freestyle librelink and the lnx320- lg device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm failed to activate with the freestyle libre 2 sensor. The customer subsequently lost consciousness, and when a third-party attempted to scan sensor, an error message appeared. The third-party obtained a capillary result of 35 mg/dl, and as customer began to re-gain consciousness, the third-party treated customer with juice, soda, and coffee with milk. There was no report of death or permanent injury associated with this event.